Event description:
It was reported that the right ventricular (rv) lead experienced more than 1,324 short interval counts (sic) and an increased impedance of greater than 3,000 ohms. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).